Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Due to the excessive stretch in lead, it is unclear of the exact fracture location, but there was a secondary fracture found. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and high out of range pacing impedances. The impedances were greater than 2500 ohms. An x-ray and fluoroscopy was performed which indicated possible lead damage, however, the damage could not be confirmed. The lead was not tested on the pacing system analyzer. The rv lead was explanted. It was noted the lead was damaged during the extraction procedure. No additional adverse patient effects were reported.